Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 61 mm diameter abdominal aortic aneurysm. The left renal was the lowest. It was reported that during the procedure a dotted line was made on the screen to identify where to land the proximal end of the bifurcated stent graft. The physician advanced the delivery system to the dotted line and deployed the stent graft so that the proximal markers on the stent graft lined up with the dotted line. The physician then deployed the supra renal stents to fix the stent graft in position. The physician then successfully deployed the contralateral limb. The physician used another manufacturer¿s balloon to balloon the proximal and distal sealing zones before taking a final angiogram. The final angiogram revealed successful exclusion of the aneurysm and at least 10mm of seal in the 15mm long neck. There was approximately 5mm between the proximal edge of the bifurcated device and the lowest renal artery. The physician wanted to treat all the way to the lowest renal artery and elected to implant a 25mm endurant aortic cuff to seal more of the neck. The final angiogram revealed patent re nal arteries, an excluded aneurysm, and patent hypogastric arteries. No additional clinical sequelae were reported and the patient is fine.